Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the biomed stated that they received the arctic sun device because of a broke hose. They were able to fix the hose and now doing a functional check. Biomed stated that the device was not cooling, the chiller tank temperature was cooling down, but the water temperature was not cooling.

Event description:
It was reported that the biomed stated that they received the arctic sun device because of a broke hose. They were able to fix the hose and now doing a functional check. Biomed stated that the device was not cooling, the chiller tank temperature was cooling down, but the water temperature was not cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.